Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had display anomaly. The customer states there was a blank screen. The customer had received no delivery alarm. The customer states the device had audio beep anomaly. The customer states the device had constant tone. The customer's blood glucose level at the time of incident was 258mg/dl. The customer's levels had been as high as 300mg/dl. The customer states the alarm was resolved by complete set and reservoir change. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on the electronic stack. No watchdog alarm/anomaly noted after battery install noted. No moisture damage on the motor noted. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. Unable to verify display anomaly due to blank display. Unable to confirm program alarm anomaly and excessive no delivery alarms due to blank display. Device received with cracked reservoir tube lip and minor scratched display window.